Manufacturer narrative:
On 11/19/2008, the extension has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that 'stimulation stopped working'. Impedances were greater than 10,000 ohms on all bipolar electrode combinations except 1 pair. The hcp was unable to produce stimulation coverage with the high impedances. The lead was fractured and required revision. It is unclear if the lead was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.